Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) declared eri due to extended charge times outside of the extended charge time limit. The device was explanted and has been returned for analysis. No adverse patient effects were reported. The device is a part of the mid-life display of replacement indicators advisory.

Event description:
--

Manufacturer narrative:
A review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two consecutive charge times greater than the extended mid-life eri charge time limit. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eri was triggered earlier than expected by extended charge times due to a higher-than-typical build-up of internal battery impedance. This issue is discussed in the q3 2010 product performance report.

Manufacturer narrative:
The device is currently undergoing analysis. When additional information becomes available, this report will be updated.